Manufacturer narrative:
Investigation: several tests and investigations have been performed. Up to now, all the investigations could not establish a final cause of the issue. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. We assume a manufacturing, a design related error or a combination of multiple factors. Rational: n/a, investigation ongoing. Corrective action: according to sop (B)(4) file will be forwarded to the crb for CAPA.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that the external cylinder broke during surgery.